Event description:
Additional information was received on 06-aug-2025 the reported product is a neutron¿ with item number nc100. It was mentioned that the curos cap is slightly depressing the top of the neutron causing it to be able to leak if overtightened.

Manufacturer narrative:
A video was provided showing leakage from the y-port when infused proximally with a syringe. Received one new nc100 neutrons, and five used neutrons returned individually and connected to non-ICU medical sets and a syringe. A strip of new curos were returned. One of the returned neutrons had the inner seal protruding. Each of the other neutrons was leak tested per product specifications. There was no leakage from the other neutrons. The new curos were each connected to a neutron and leak tested again. There was no leakage with the curos mated. The reported complaint can be confirmed on the one used neutron with the seal protruding. The probable cause is due over pressurization during use. The complaint could not be replicated or confirmed on the new (one) and the other four used neutrons. Corrected/additional information can be found in b5, d4 - catalog #, d4 - unique device identifier (UDI) #1, d4 - unique device identifier (UDI) #1 and h6 component code.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
It was reported that, on an unknown date, a nad generated a leak during patient use. It was reported that when flushing from one nad on a port, it would spit saline from the other nad. Additionally, this caused a chemo spill. There was no patient harm reported.